Event description:
Spinal needle broke during lumbar puncture procedure. The pt was contained by the nursing assistant. During procedure, pt moved despite that nursing assistant held in the pt. When trying to remove the needle, it did not progress as usual. Increased more traction, the needle broke. Broken piece of needle was removed from the pt.